Manufacturer narrative:
This report contains supplemental information for mentor psr reference number (B)(4). This device report is being submitted late as a result of exemption transition period following the revocation of mentor¿s psr exemption #e2007003. Device investigation summary: during evaluation of the sample some creases were observed on the posterior and anterior view. In addition a tear was observed in the posterior aspect measuring approximately 15.1 cm. This customer complaint is related to a trauma due to a fall. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. Mentor performs 100% visual inspection of all devices prior to release. No conclusion could be reached as to what may have caused the reported incident. The reported complaint was confirmed. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Reason for device explant and/or reoperation: rupture and capsular contracture. (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number (B)(4). This device report is being submitted late as a result of exemption transition period following the revocation of mentor¿s psr exemption #e2007003. It was reported that a (B)(6)-year-old caucasian female underwent a breast augmentation revision with 450cc mentor memorygel breast implants and experienced bilateral rupture and capsular contracture on the right side following a fall post-operatively. As a result, the patient underwent bilateral device removal and replacement with 450cc mentor memorygel breast implants, catalog number 3504501bc, serial numbers (B)(4) on the right side and (B)(4) on the left side on (B)(6) 2019. This report is for the patient's right-sided device.